Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates both of the patient's leads were explanted and one of the leads was replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04607. It was reported the patients leads had migrated. Surgical intervention may take place at a later date to address the issue.